Event description:
Philips received a complaint from the customer, reporting that the v200 ventilator had a battery failure. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v200 ventilator had a battery failure. The customer had requested the part number for replacement back up battery. The rse then informed the customer, that the device was at end of life, and that the part was no longer available. The customer was provided with the part number.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. It could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.